Event description:
It was reported that the 9800 sys has no rotor function. It was noted that the sys displayed no error code. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified an open wire in the high voltage cable. Advised the customer. Customer requested part # and they will order and replace the component.